Event description:
Reporter alleged the blood glucose monitoring device was generating false high readings due to discrepant results received at the doctor during a routine visit. Reporter stated meter reading was 480 mg/dl and "hi" and the dr's meter read 220 mg/dl however no time between testing was provided. Reporter indicated doctor increased current prescription of insulin due to the readings however no treatment was received based on the reading at the doctor. Reporter stated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.